Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure the physician performed an egd and there was no difficulty in inserting the egd scope. The esophyx device was prepared and resistance was felt during slow insertion. The physician paused and tried to insert again and still felt resistance. A slight jaw thrust was applied and the endotracheal tube was deflated and one last attempt with slight rotation right then left and resistance was still encountered. The physician checked with anesthesia and they stated that the endotracheal tube insertion was challenging because the patient's jaw would not relax. A portable x-ray was then ordered and it showed a tear in the upper esophagus. A nasal tube was placed and no other issues were observed. It was then decided to transfer the patient to another facility for care and monitoring. The patient remained in the hospital for a couple of weeks and was discharged and is doing well with no other complications.

Manufacturer narrative:
Device evaluated by manufacturer? No allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.